Manufacturer narrative:
It was reported that the tip of a 2.2mm olive wire w/ drill tip broke off during surgery resulting in the tip being implanted in the patient's bone. A backup device was available to successfully complete the surgery. The olive wire is provided to customers within a sterile kit (sk14) and marked single use. The UDI referenced is for the sterile kit, sk14, that the product is distributed within. The device history record was reviewed and no issues were identified during the manufacture and release of the device that could have contributed to what was reported. The most likely cause cannot be determined due to the device not being returned for evaluation; however based on the available information, the device likely broke as a result of being subjected to stress or impact during use. The product is manufactured with implant grade material and no adverse events have been reported as a result of this failure to date. Although the company has determined that the subject event in this MDR is unlikely to result in a serious injury if it recurred, the company has decided to file this MDR in an abundance of caution and to ensure full compliance with 21 cfr part 803. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that an olive wire w/drill tip broke during a bunion procedure resulting in the tip being implanted in the patient's bone. The surgery was successfully completed using a backup device. No case delay or additional patient outcomes were reported.